Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified. Codes were modified base on new failure analysis.

Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that the battery is not charging. The customer reported that the unit was in use on patient, but there was no patient harm.